Event description:
Mentor saline implant full of mold at explant surgery date (B)(6) 2018. Identification performed at: the (B)(6); (B)(6) 2016 - present. Initial pathology at (B)(6) ordered by explant plastic surgeon dr. (B)(6), then ordered advanced testing by (B)(6) to lab indicated on page 1.